Manufacturer narrative:
During the revision, the physician confirmed that the original placement of the ipg appeared to be slightly beyond the optimal depth for good communication. The issues were reported immediately after activating the system, indicating that the initial placement was likely the issue.

Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2022 to treat lower back pain. After activating the system the patient reported persistent issues with communication between the implantable pulse generator (ipg) and the external therapy discs. A surgical revision was performed on (B)(6) 2024 to move the ipg from the flank area to approximately 1.5 inches inferior to a flatter area on the back as well as bringing the ipg more superficial to improve communication. During the procedure the ipg was found to be surrounded by scar tissue and was damaged while attempting to remove the device. A new ipg was introduced in the new location.